Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous elevated blood glucose over 600 mg/dl. Additionally, it was reported the customer experienced continuous decreased blood glucose levels. Customer declined to provided further information with tandem technical support.